Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the monopolar curved scissors (mcs) lost its movements, it was removed from the client's cavity, tip cover removed, cable breaking was found. To provide continuity in the procedure it was replaced. The procedure was completed with no reported injury.